Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their bottom teeth are still crooked and loose. The patient stated that when they went to the dentist, he was concerned about how loose they were.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.